Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3708760, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3389-40, lot# 0213269180, implanted: (B)(6) 2017, product type: lead. Product ID: 3708760, serial# (B)(4), implanted:(B)(6) 2017, product type: extension. Product ID: 3389-40, lot# 0213267517, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for obsessive compulsive disorder. It was reported that on a routine assessment visit electrode impedances were performed which showed contacted 10 on the right out of range, > 40,000 ohms. Impedances tests were repeated and checked several times with no change, and no other changes in impedance on other contacts for either lead. The event appeared to have been a recent development. Furthermore, as the patient was using contact 10 for therapy they were no longer receiving active therapy for as long as the malfunction was present. This resulted in an associated deterioration of mood with the patient having a self-referred psychiatric admission before knowing about the contact. The active contact was switched on the right to contact 9 which restored the patient's active therapy, resolving the issue. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) indicated the cause of the issue was unknown. The issue was addressed by moving the active stimulation to a different, non-malfunctioning contact.